Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97755 lot# serial# unknown. Product type recharger product ID 97745 lot# serial# unknown. Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97755, serial/lot #: unknown. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the ptm for her left ins on the lower bac has been glitching for a couple of months. The only way she can get it to work is to reset it. When it finishes charging then it glitches again. Pss asked what messages come up. The patient reported that it says system problem, rm04. The first time rm04 came up was sep 14th. Patient also reports both rtms are getting hot, like burning hot, at the end of the cord by the donut. After the first one stopped working, patient started using the second rtm cord and that one started getting hot last week. Patient cannot charge for very long. She has to charge for like 10 min and take rtm off to let it cool down and put it back on. Pss reviewed replacing the rtm will likely to resolve rm04 code. At this time, pss ordered 2 rtms. Reviewed to call back if rm04 does not get resolved. The patient reported that she is now in the middle of domestic violence situation. Her ex-husband would not give that rtm to her. She had to leave the house fast. Therefore, patient is not able to provide the sn off that other rtm.